Manufacturer narrative:
The clamp was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned clamp had debris in the threads of the adjustment screw near the bottom of the travel causing difficulty setting the clamp. However, the screw will open and close the clamp. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp would not tighten. When tightening down, it would get stuck while closing the last amount and not tighten any further. The site used a different clamp to finish the procedure. There was less than an hour delay in the procedure. No impact on patient outcome.